Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements of 128 ohms. Programming options were discussed. No adverse patient effects were reported. The lead remains in service.